Event description:
During servicing, four pumps were found with degraded pumping fingers and occlusion sensors. After further evaluation of available pumps at the hospital, seventy percent of the 22 pumps examined, showed varying degrees of degration. New product was shipped in order to pull the entire population of pumps from the hospital. No pt injury resulted.